Event description:
It was reported that upon interrogation of the implantable cardiac monitor, an error message was displayed. After a device software download, normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
.